Event description:
It was reporting that during the procedure, a 3.0x40 on a 150 catheter armada 14 balloon dilatation catheter (bdc) was advanced and successful dilatation was performed without issue, via one inflation to an unspecified pressure without issue, held for under one minute, for a lesion in the proximal popliteal vessel. During withdrawal, the armada 14 bdc became stuck in the guiding catheter, as the balloon remained inflated. Force was applied, enabling removal of the armada 14. After removal, the balloon appeared to have "turned inside out" / inverted. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned for analysis as it was discarded by the account. Return of the catheter may have further aided the investigation. Reviews of the lot history record and complaint history of the lot could not be conducted because the lot number was not provided. In this case, it is possible that as the balloon was unable to be deflated completely, the inflated balloon interacted with the guiding catheter, causing resistance. Furthermore, force applied against resistance, during attempts to remove the device, would contribute to the balloon folding over itself. It should be noted the armada 14 percutaneous transluminal angioplasty catheter instructions for use states: do not advance the armada 14 pta catheter against significant resistance. The cause of resistance should be determined via fluoroscopy and remedial action taken. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify product quality, including functional testing for proper balloon inflation and deflation. Based on the information reviewed, there is no indication of a product deficiency.